Event description:
Caller reported that the cartridge was damaged, with specific issues related to adhesive failure between the pigtail tubing and cartridge. There was no adverse impact to the customer's blood glucose level. Caller was advised to change the cartridge and resume insulin therapy, and was sent a replacement cartridge through RMA.